Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed to power on. The device's power supply was replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues. There was evidence of contamination. The coding has been updated to reflect the fsn for sound abatement foam degradation.

Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, the device failed to power on. The device's power supply was replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's sensor board was replaced to address the issues. There was evidence of contamination.